Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev0114 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed (B)(6) 2021 and taken out (B)(6) 2021 due to spontaneous blood return when taking end cap of.